Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a pump error 2, a pump error 53, and a pump error 3. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The formatted history file confirmed pump error 53. We were unable to determine the root cause. No pump error 2 or error 3 noted during testing or found in the pump history files. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.